Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, the cause was traced to a component failure (the plug unit is deformed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.